Event description:
The clinic reported that a laser vision correction patient developed corneal abrasions in the left eye at 1 day post op. The patient did not have any complaints. The clinic reported there was no loss of best corrected visual acuity. No medical or surgical intervention required. The clinic reported the corneal abrasion took more than one week to heal. At 2 week post op, the corneal abrasions had healed.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: in initial report, ¿required intervention to prevent permanent impairment /damage¿ was selected in error as it should have been ¿other¿. This follow up has the correct category selected. Date of this report: correction: in initial report, date of this report was incorrect. The correct date should have specified (B)(4) 2014. This follow up has the correct date. Correction: in initial report, user facility was not included. This follow up has included the additional report source. Correction: in initial report, date received by manufacturer was incorrect. The correct date should have specified (B)(4) 2014. Correction: in initial report, the evaluation conclusion code was incorrect. The appropriate code should have specified - unable to confirm. This follow up has the correct code. All pertinent information available to abbott medical optics has been submitted. Placeholder.